Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. During a pump system check a new cartridge was loaded, a minimum fill notification was received, and a pump air leak was detected. Customer successfully resumed insulin delivery. Customer's blood glucose was 185 mg/dl at time of event.